Manufacturer narrative:
(B)(6), 2012.

Event description:
A report was received that the patient developed swelling and pain around the ipg 6 week after being implanted. The physician placed the patient on oral antibiotics. The physician believed that the swelling was because the ipg was implanted too superficial. The patient underwent an ipg revision to reposition the ipg and a swab was taken to rule out infection. The patient is doing well following the revision.